Manufacturer narrative:
Device remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The aortic body was positioned as expected. Approximately 4-5 minutes into the polymer filling step, the polymer syringe was observed to have emptied and the patient experienced transient hypotension. The hypersensitive reaction was treated in accordance to the IFU and standard recommendations for treatment of patients with radiocontrast agent allergies. The patient was stabilized intra-operatively. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the kinked component was determined to be user related due tot he unintentional loss of guidewire access (user error). The significant dual angulations of the aorta likely contributed to the event. Multiple kinks were seen in the delivery system following guidewire loss and delivery system manipulations, these kinks likely contributed to the inability re-establish wire access through the lumen. Unable to determine off-label events due to a lack of medical records surrounding the event. The most likely cause of the inability to withdraw the aortic body delivery system was related to the graft being unsheathed. The graft cannot be drawn back into the delivery system sheath, which was a cautionary product use. It was also likely related to the calcifications in the proximal left common iliac artery ballooned prior to the implant, contributed to the inability to retract the graft beyond this point. The final patient disposition is reported as good with no additional sequelae reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.